Event description:
Customer reportedly received the following results on the advantage system within 10 mins. 101 mg/dl (advantage system 1). 373 mg/dl (advantage system 2). 140 mg/dl (advantage system 3). A professional result of 101 mg/dl was also obtained within 10 mins of customer's reported results. No actions taken based on device results. No adverse event reported. Requested of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550078, expiration date 04/30/2009). Reference medwatch report with a1 pt for the suspect device used in system 1 for the suspect device used in system 1.